Event description:
Follow-up and add'l info per reporter 11/26/01: two different solution sets have been used with the flogard 6201 pump, continu-flo solution set 110 inches, three injection sites, male luer-lock adapter and continu-flo solution set 94 inches, three injection sites, male luer slip adapter. The slide clamp of these sets can be inserted into the pump slot either way. Because the tubing was threaded incorrectly, the pump pulled blood from the umbilical artery catheter.

Event description:
IV fluids were set up on baxter flogard pump 6201. The nurse threaded the tubing incorrectly (reverse direction). Pump was started. Nurse noted soon after the blood was in the line. The pump had pulled blood from the umbilical artery catheter into the tubing. Pump was stopped and the incorrect threading of the tubing was noted and corrected. Error was caught quickly, no adverse outcome. The tubing uses a blue clamp inserted into the pump. According to rptr, if the blue clamp was designed such that it could only be inserted one way, it would prevent this type of occurrence.